Event description:
Customer reportedly received results of 519 mg/dl and 240 mg/dl within 1 minute on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Follow-up was completed, and the customer reported she would not return the alleged products for evaluation. Device will not be returned.